Event description:
My surgeon used the medtronic infuse which caused me many significant pain and required me to see my doctor frequently, required a follow up surgery, pain, as well as physical limitations.